Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device failed returned products electrical testing for high current. The pulse generator case was removed visual inspection noted fluid within the device. There were dendrites scattered across the hybrid. The battery positive post was discolored. Detailed analysis found a groove in the pin which travels through the glass feed through. The fluid was leaking through out of the cell via the groove. The clinical observation of the device in safety core was confirmed.

Manufacturer narrative:
(B)(4). This product is currently undergoing detailed analysis. This report will be updated upon completion of analysis

Event description:
Boston scientific received information that during a routine check up, this pacemaker was found to be in safety core and could not be interrogated. The patient also having muscle stimulation. The device was explanted and there were no additional adverse patient effects reported.